Manufacturer narrative:
The technician adjusted the brake and steer casters to resolve the issue.

Event description:
The technician alleged that the brakes were not holding as they should. No one injured.